Event description:
Customer reported that she had been experiencing fluctuating blood glucose. She had also received motor error alarms and a bad battery alarm. The blood glucose reading at the time of the report was 101 mg/dl. The lowest reading was 38 mg/dl. She stated that the drive support cap was normal. She reported that the reservoir showed the same amount of insulin as the status screen. She stated that the basal rate and bolus wizard settings were correct and the bolus history was accurate. She stated that she was able to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
The insulin pump had constant failed battery test alarm after battery insertion due to faulty battery tube. The insulin pump was unable to test the operating currents and for motor error alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to failed battery test alarm. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The motor was tested outside of the insulin pump and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.